Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a removal procedure on the upper jaw on (B)(6) 2019, it was difficult to connect the screwdriver shaft and the screw, and the screw head became stripped. Procedure outcome and patient status are unknown. This report is for a matrixmidface screwdriver. This is report 1 of 2 for (B)(4).